Event description:
The patient reported after surgery, their healthcare provider told their friend/family member that the stimulation must have been off for 8 weeks and they must have experienced some trauma as the wires were disconnected. Patient reported that they have not had any falls or trauma and stimulation was on because they felt stimulation, adjusted the settings and was receiving symptom control. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.